Event description:
It was reported that a spectrum pump alarmed upstream occlusion. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the upstream occlusion alarms. The device was operating out of spec with low fluid numbers which made the pump more sensitive to upstream occlusion alarms. The ultrasonic sensor was replaced.